Manufacturer narrative:
The product is not distributed in the united states, however, it is similar to the united states product. The product was returned for evaluation and testing, however, the engineering evaluation is not yet complete, add'l info will be submitted within 30 days from receipt.

Event description:
The report we received from our affiliate indicated that during an interventional procedure, the stent presented proximal deformation when it was introduced through the guide catheter. A 3.0 x 18mm cypher was used to complete the procedure. Add'l info regarding the event was requested, but no info is avail.